Event description:
It was stated that the stopcock was on a uvc line and was found leaking at the connection. There was a patient involvement and there was no reported patient harm.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.